Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge did not fit. A new cartridge was loaded and insulin deliveries were resumed. Customer's blood glucose level was 183 mg/dl.